Event description:
It was reported that the patient presented to the hospital for routine device change out. During dft testing, the device failed to terminate vf. The patient was rescued using external defibrillator. The device was later found in bvvi mode with no communication capability. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis found high voltage output circuit damage on the device, consistent with lead damage. The low voltage functionality was tested on the bench and on our automated testing equipment. All of the low voltage test specifications were normal.